Event description:
Information was received from a patient's representative (pt rep) regarding a patient (pt) who was implanted with an implantable neu rostimulator (ins). It was reported that a new ins was implanted on (B)(6) 2026 by their healthcare provider (hcp). The patient stated it was not working and the patient has swelling. The patient said they "broke" the new ins. They had a chunky charger for this device. The device is not as close to the spine anymore but close to the skin now. The pt rep provided further details and stated that the patient had an unrelated surgery two weeks ago. The patient slipped and fell on 2026-may-09 and after the fall, the device has migrated. It is not in the same place where it was implanted. The patient had an appointment on (B)(6) 2026 so the hcp could check the device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.